Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported a sensor error occurred four days after the sensor had been inserted into the abdomen. The patient consumed carbohydrates and took several unspecified bolus prior to the incident. The patient¿s low alert sounded (value not provided); however, the patient¿s glucose value decreased rapidly, and she experienced mild, unspecified hypoglycemia symptoms, and lost consciousness. Emergency medical services was called by a friend; the patient was treated with IV fluid, glucose and transported to the hospital. The patient regained consciousness approximately 1 hour later when in the emergency department (ed). In the ed, she was treated with 2 packets of glucose and food once she was able to eat. The patient¿s cgm displayed ¿no readings¿ when she regained consciousness. The patient uses a tandem insulin pump and is treated with 65 units of insulin per day by basal and bolus dosing. The patient was discharged after 4.5 hours. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.